Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4). Evaluation summary: on receipt, interrogation of the pump showed that the pump was delivering hydromorphone and bupivacaine. Analysis of the pump revealed ¿overinfusion-undetermined root cause¿ and ¿reservoir access issues due to residue.¿

Event description:
It was reported that the patient died on (B)(6) 2007 at home under the care of hospice. The patient¿s death was not device related. There were no problems with the pump. The device was returned for disposal only.